Event description:
It was reported by the customer in (B)(6) that during a rotator cuff repair surgery on (B)(6) 2021, it was observed that the 4.5 healix br anchor w/ocord device broke off. All the broken parts were removed. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during an unknown p while inserting the 4.9mm healx adv sp biocomposite anchor, the surgeon pulled the dynatype trough the kite and when tensioning the tape, the anchor splitted. Another device was used to complete the procedure. The complaint device is not being returned, therefore unavailable for a physical evaluation. However a photo was provided. Visual observation revelated that the anchor was broken from the distal part but is held in place by suture; therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 4l35110, and no nonconformances were identified. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The possible root cause can be associated with off axis insertion and levering during insertion. Moreover, excessive force on the inserter could have resulted damage the anchor. However, it cannot be conclusively affirmed. As per IFU, inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. Also, it is important to do not apply a bending force to the inserter, this can damage the anchor or inserter tip. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 299 devices that were released to distribution. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.